Event description:
Procedure: sleeve gastrectomy. According to the reporter: during lap gastric sleeve, the jaws of the instrument could not be opened. Gore seam guard was being used as a buttress material during the firing. As a result the surgeon had to cut the lockdown stapler out of the stomach using an additional stapler. This occurred during the fourth firing of the procedure. It fired without issue until the surgeon attempted to open the jaws. When the surgeon removed the stapler through the trocar opening, the resected stomach tissue slipped from the jaws. Upon doing this, the instruments jaws opened accordingly.

Manufacturer narrative:
Initial report sent to FDA on 12/17/2008.